Event description:
It was reported that during a high anterior resection (colorectal) procedure, instrument error detected codes kept happening. No patient consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the shaft slightly bent. This did not impact the analysis and was not related to the reported issue. The shaft likely bent in transit to the analysis site. The device was attached to the generator and shows the tighten assembly screen. The device was then disassembled to inspect the condition of the internal components and it was noted that the retention pin had the insulation damaged. Damage to the pin coating could result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure. The device blade and hand activations buttons were tested and no anomalies were noted with their functionality. It is possible that the damaged to the retention pin happened during the assembly process.